Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision in left eye. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was patient was 3.5 diopters myopic and it was easily corrected with lens exchange. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).